Manufacturer narrative:
(B)(4). Evaluation summary: product performance engineering reviewed the incident information and analysis of the returned product. Analysis noted blood in the guide wire lumen and on the balloon and contrast in the inflation lumen, consistent with use in the anatomy. The balloon was noted to be flat, but this is likely based on the case circumstances and attempts to remove the device through the introducer sheath and is not an indication of a product quality deficiency. The total length of the catheter was measured and it met manufacturing criteria. A kink was noted in the shaft, which was likely due to inadvertent handling at some point in the procedure. The introducer sheath used during the procedure was not returned. The device was returned with a non-abbott inflation device attached to the hub and undamaged. The inflation device was removed and a new inflation device filled with diluted contrast media was used to inflate the device to rated burst pressure. No anomalies were noted. An attempt was made to measure the deflation time, but the balloon would not deflate under negative pressure. Similarly, deflation was attempted after soaking the device for 2 days and no deflation was noted. The balloon was reported to have been perforated by the account, but analysis of the returned device was unable to confirm any perforation. Further, inflation was noted to be normal. A request for follow up information was sent to the account; however, no additional information was provided. Analysis attempted to isolate the cause of the deflation issue. While still inflated, a distal portion of the shaft, including the sidearm was removed by cutting through the shaft. The device still failed to deflate. Another cut was made through the shaft distal to the kink, and deflation still was not possible. The failure to deflate appeared to be located in the proximal portion of the balloon. No damage was noted at this location. It is possible that the dried blood and contrast may have led to a blockage forming at this location, but this could not be confirmed through observation. There appears to be no definitive cause for the failure to deflate. Online manufacturing processes inflate and would subsequently require a deflation, for each device at several locations. The noted difficulty removing the device was due to the failure to deflate. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. Furthermore, a query of the complaint-handling database revealed no other complaints reported for this lot. There is no indication of a product quality deficiency. In manufacturing, all balloon dilatation catheters are 100% inflated and deflated online. Additionally, a sample of units from each lot is timed for deflation and taken to rupture pressure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Guide wire: terumo. Inflation: merit medical indeflator. Sheath: 6f. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the omnilink elite was direct stented in the calcified left external iliac artery at 10 bars over 25 to 30 seconds using a non-abbott inflation device. After the omnilink elite was deployed, the stent delivery system (sds) balloon was unable to be deflated. The maximum amount of negative pressure was applied which resulted in a slight deflation of the sds balloon, enough so, that the balloon was no longer touching the newly deployed stent; however, there was still contrast media in the distal end of the balloon. The inflation device was replaced with a different one, but the contrast remained in the distal end of the balloon. The sds was then retracted from the patient with the contrast media still in the balloon to the level of the distal end of the 6 french sheath. A coronary guide wire was used to perforate the balloon which allowed for the contrast media to leak out. The sds balloon was then completely empty and was removed through the sheath. There were no adverse patient effects. There was no additional information provided.